Manufacturer narrative:
Intuitive has received the force bipolar instrument associated with this complaint and completed investigations. Failure analysis (fa) did not replicate nor confirm the customers reported complaint. Visual inspection did not reveal any damage and the instrument passed electrical continuity. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The instrument passed the grip test on 3 of 3 attempts. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive has not received the force bipolar instrument to perform failure analysis at the time of this report.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, the joint of the force bipolar instrument was stuck on the bowel/perineal sac. The customer reported the piece of tissue stuck in the force bipolar instrument was torn away. The piece of detached tissue and patient's bowel/perineal sac were examined immediately after the incident and prior to completion of case. The customer stated the surgeon reported there was no injury to the bowel. The procedure was completed as planned. Although the customer indicated that there was damage to the bowel, it is unclear if the complication required surgical/medical intervention or repair. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.